Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding pump. The customer states a nurse rec'd an electric shock when he tried to disconnect the pump charger. The customer reports the unit was plugged into the wall at the time of the electric shock. Based on the info available, it is not yet clear if the unit malfunctioned, or if the nurse rec'd the shock because he made contact with the prongs when removing the plug from the wall.